Manufacturer narrative:
Csz received complaint (B)(4) indicating the device displayed the ee02 error code during a procedure. The ee02 error code informs the user of a heat thermistor discrepancy. The unit was swapped out and the procedure was completed. No patient harm or injury occurred.

Event description:
Csz received a complaint that the hemotherm device displayed the ee02 error code during a procedure.